Event description:
Meter name: one touch basic original. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dry mouth, pain, numbness, frequent thirst, constanly uses bathroom. A patient reported they were seen in hospital. Their meter allegedly would not power. The result on their meter was: not able to get a reading at all. The result on their meter was: not able to get a reading at all. The result on the hospital meter was unknown. The time difference between patient's meter andhospital meter was unknown. Treatment was unknown. No further information has been reported.